Manufacturer narrative:
It was reported that while ambulating, the rear left wheel of the rollator detached from the device and the end-user experienced a fall. According to the end-user he experienced pain and swelling to his left hip and right knee. He went to see a physician where unidentified x-rays, an unidentified CT scan, and unidentified blood tests were performed. No acute findings were reported to the manufacturer. Following an unspecified period of time, the end-user reported that he was admitted to a local hospital as he experienced "difficulties with walking" and because of his depression. No additional diagnostic exams/results were reported to the manufacturer. No medical intervention was reported to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident was unable to be determined. Due to the reported hospitalization, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a wheel detached from the rollator and the end-user experienced a fall.